Event description:
The customer contact reported the piercing pin of tubing set punctured a blood container. The tubing set was to be used to deliver an unspecified volume of leukoreduced red blood cells (lrbcs). At an unspecified time, the customer contact reported that the nurse inserted the piercing pin of the tubing set into the administration port of the blood container. After an unspecified length of time, it was reported that the nurse noted that the piercing pin had punctured the blood container at the base area of the solution container. No specific details were provided. The customer contact reported that an unspecified volume of the lrbcs leaked and was not delivered to the patient. After minutes, a replacement unit of lrbcs was obtained. At an unspecified time, the therapy was initiated. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.